Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A manufacturing investigation was also performed for the subject device. The investigation of the complained pulling device has shown that the tip is broken off. The tip of the pulling device was not received for further investigation. The subject device was analyzed for conformance to print specifications and no abnormal findings were identified. Based on these findings, it was determined that the cause of failure is not due to any manufacturing non-conformances. The broken surface is homogenous which indicates material conformity as well. The root cause of the complaint condition cannot be definitively determined. It is possible that too much mechanical force had been applied to the subject device during the surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the pulling device had been broken during surgery because of high force. The patient had a prosthetic device in his tibia and the pulling device hit the prosthesis. The reported event had no adverse effect on the patient and the device was removed. The reported event resulted in a ten (10) minute surgical delay. The subject device was received for evaluation and it was discovered that the tip of the pulling device had broken off. This complaint was reassessed for reportability and determined to be reportable due to fragment generation. There was no report of the fragment being retained in the patient's body. This report is 1 of 1 for (B)(4).